Manufacturer narrative:
Not returned. (B)(4).

Event description:
It was reported that prior to implant, the helix would not extend upon turning. After several turns the helix sprang out all at once. The behavior occurred again after another attempt. A slight bend on the tip of the lead was noted. The lead was not used.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.